Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The patient stated that their stimulator was ¿going off and on by itself for no reason.¿ it was further reported that the patient was in pain and needed to use her implanted system. Additional information reported that the patient¿s stimulator ¿went out of service.¿